Manufacturer narrative:
Plant investigation: the report could not be confirmed as a definitive conclusion regarding the complaint incident cannot be reached based on the information provided. As a lot number was not provided; an sap delivery search was performed to identify all lot numbers with the reported catalog number shipped to the clinic in the three months prior to the occurrence date. The search yielded no results. The sap search was then extended to identify the last delivered lot, but it still yielded no results. As such, a lot of history review or production record review could not be performed.

Event description:
A nurse reported that during a hemodialysis (hd) treatment there was a dialyzer blood leak. There was no harm to the patient or intervention reported in the initial report. Additional information was requested, but none was provided. A dialyzer has not been returned for analysis.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A nurse reported that during a hemodialysis (hd) treatment, there was a dialyzer blood leak. There was no harm to the patient or intervention reported in the initial report. Additional information was requested, but none was provided. A dialyzer has not been returned for analysis.